Event description:
Customer reported via phone call, initially the sensor and needle had broken off. Troubleshooting was performed and it was noted the needle didn't break off but rather it was in the needle hub. The electrode pulled out and uncoiled. Customer then stated it was just a bad sensor. He is returning the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.